Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's recharger cable broke and the recharger as well and the patient's ins was out of battery. The rep did not know for how long, but it was noted that patient charged on friday. It was then reported that the desktop charger (dtc) connector pin broke off, the ins was very low and needed to charge patient also complained of tingling from the stimulation , and the rep told them to discuss programming adjustment with the doctor. It was reported that the patient was not feeling well because the charge in the ins depleted. It was also noted that patient had a new caregiver managing them. The rep tried to coordinate with the patient's mother to get a recharger for use until they could call the manufacturer in the morning . It was reported that the desktop charger that the rep gave the patient would not charge the patient's recharger so they think that the recharger was damaged too. Patient lives two hours away and it being a sunday evening was a challenge. The rep mentioned meeting the patient at the next appointment to educate them on recharging and also for patient to communicate any other concerns and issues with the managing doctor at the next appointment on november 20th at 1pm. Rep gave patient a new recharger and the issue was resolved at the time of the report. No out of box failure was reported. There was no reported medical/therapy problems related to the small part components product. No patient symptoms were reported. A replacement dtc and recharger were sent to the patient. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Analysis of the desktop charger (serial # (B)(4)) revealed that the device had a broken connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37651, serial# (B)(4), product type recharger; product ID 37761, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the replacement of the desktop charger and the recharger resolved the charging issues.

Manufacturer narrative:
Other applicable components are: product ID 37651 lot# serial# (B)(4) product type recharger product ID 37761 lot# serial# (B)(4) product type recharger. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). Patient had an appointment with the nurse, and was fine with charging. However patient complained of tense/tone/stiff and tingling/pain sensations in arms and foot and head/neck areas, especially when there is a thunderstorm, even if different times/days and different houses. It was much worse and intense since they had a rechargeable device. Patient is also undergoing a lot of anxiety and stress, patient feels that same tingling/discomfort sensation when battery level of the device is >75%, but if patient is below 25% , patient is again uncomfortable. The rep and the nurse explained all this to the patient. The patient was also undergoing other medical procedures/evaluation for their teeth (dental surgery) and back pain. Patient will talk to the surgeon about options to switch back to two single channel non rechargeable devices. Patient noted they felt the best was first year post original leads implanted, so they don¿t have to charge. The nurse felt eliminating some of the complications and stress may be helpful for the patient's sympto ms of dystonia not exacerbating. The nurse was also trying some different programming options, the patient's left arm was worse. Patient was also advised that if they feel those tingling/shocks during the thunderstorm, to turn their device to see if it helps/stops. Patient did not try that yet. However patient stated that the device still helps with their symptoms because was off for two days, one timefor not charging and on day one patient was ok but by day two, tremors twitching hands/head returned and the symptoms were relieved by the device. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37651, serial# (B)(4), product type: recharger; product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the recharger, sn (B)(4) found the recharge board was damaged. Analysis of the desktop charger, sn, (B)(4) found the cable assembly had broken connector, and the connector shell was gone. If information is provided in the future, a supplemental report will be issued.